Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A final investigation has been performed by a hamitlon medical expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the user failed to follow instructions for use. There was no malfunction with the device. The root cause was determined to be user error. There was reported potential patient harm due to entry of condensate into patient followed by a desaturation, but the patient was stabilized at the end.

Event description:
The customer is a pediatric ICU which previously used servo-I together with the mr850 (with evaqua breathing sets). After changing to hamilton-c6 and hamilton-h900 they complained about a lot of condesation within the breathing sets (neo and adult). Compared to their system with the servo-I they had to change the filter in the expiratory limb three times more often (3x per day). The problem seemed to persist even after setting the h900 chamber exit temperature to 35+2 degree (und expirations erhöhung).